Event description:
Vital signs, inc. 20 campus rd, totowa, nj 07512. Of the 22,000 elbow's molded during this lot control run, only one has exhibited this condition. This conclusion was drawn from the results of inspections performed on statistically significant large quantities of components from this actual lot control number at a sample inspection level of c=o, aql=0.10%.